Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port implantable port kit attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluations were performed on the returned device. The investigation is confirmed for the identified fracture and fluid leak issues as a partial circumferential break and a partial compound break was noted approximately 1.1cm and 2.0cm from the distal end of the cath-lock respectively. Upon infusion, leaks from the partial breaks on the attached catheter were observed. However the investigation is unconfirmed for the reported material integrity issue as the specific damage such as fracture was identified during the investigation. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eleven years eight months and seven days post a port placement via the left subclavian vein for chemotherapy, the catheter was allegedly damaged. It was further reported that during CT examination, it was revealed that saline solution was leaked from two points within the subcutaneous tunnel. The catheter was removed percutaneously and the port system was removed. There was no reported patient injury.

Event description:
It was reported that eleven years, eight months, and seven days post a port placement via the left subclavian vein, the catheter was allegedly damaged. It was further reported that computed tomography examination was performed and which revealed that the saline solution was allegedly leaked from the two points within the subcutaneous tunnel. Reportedly, the catheter was removed percutaneously and the port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port implantable port kit attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluations were performed on the returned device. The investigation is confirmed for the identified fracture, fluid leak, wear and deformation issues as a partial circumferential break and a partial compound break was noted approximately 1.1cm and 2.0cm from the distal end of the cath-lock respectively. Upon infusion, leaks from the partial breaks on the attached catheter were observed. However, the investigation is unconfirmed for the reported material integrity issue as the more specific fracture damage was identified during the investigation. Flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, g3, h6 (device) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that eleven years eight month seven days post a port placement via the left subclavian vein for chemotherapy, the catheter was allegedly damaged. It was further reported that during CT examination, it was revealed that saline solution was leaked from two points within the subcutaneous tunnel. The catheter was removed percutaneously and the port system was removed. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in common device name and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.